Manufacturer narrative:
(B)(4). Concomitant medical products: unknown-unknown ceramic head-unknown, unknown-unknown claw-unknown . Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient underwent a revision for unknown reasons on an unknown date. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. One m2a-38 cup non flared sz 56mm item# 15-106056 lot# 738040 was returned and evaluated. Upon visual inspection the cup had debris on the od and scuffing on the inner radius. A review of the device history records identified no related deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information on the reported event.